Event description:
Sorin group (B)(4) received a report that, after setting up and priming the circuit, over 300 ml of priming fluid leaked from the water ports of the oxygenator. It was reported that the circuit had been primed the night before and stayed primed over night. The leakage was discovered about 30 minutes after turning on the pump. The issue was discovered during setup and priming, prior to any pt involvement.

Manufacturer narrative:
No pt involvement. Sorin group (B)(4) manufactures the compactflo evo oxygenator which is component of the italy custom perfusion pack. Neither the customer perfusion pack nor the evo oxygenator is sold in the united states. Therefore, there is no 510(k) number for this oxygenator. However, the oxygenator heat exchanger module is the same as used in other sorin oxygenators distributed in the united states. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, after setting up and priming the circuit, over 300 ml of priming fluid leaked from the water ports of the oxygenator. It was reported that the circuit had been primed the night before and stayed primed over night. The leakage was discovered about 30 minutes after turning on the pump. This occurred during setup. There was no pt involvement. The product has been returned to sorin group (B)(4) for evaluation. The investigation is on-going. A follow-up report will be filed when the investigation is complete.